Manufacturer narrative:
A philips bench repair technician (brt) evaluated the device and confirmed there was no sound coming from the x3 and the unit displayed a speaker inoperative message. The brt stated that the mainboard needed to be replaced. The mainboard was replaced and operating per expectation. The device remains at the customer site.

Event description:
The customer reported that a "speaker malfunction" inop was displayed on the intellivue x3 and no sound was coming from the device. The device was in use monitoring a patient at the time of the reported issue. No death or patient / user injury or harm was reported.

Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.